Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a power (battery life) issue; 128-fxxx warning/alarm. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the black box indicated frequent ¿low battery¿ warnings and ¿replace battery¿ alarms had occurred. Pump electrical draws were found to be high. When the continuous glucose monitor (cgm) board was disconnected from the pump, current draws returned to normal. There was no damage found to the cgm board.